Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's right hip was revised on (B)(6) 2012 due to patient allegations of pain, osteolysis, and elevated cocr levels. The head, stem and taper insert were removed and replaced. Further, patient's left hip was revised on (B)(6) 2012 due patient allegations of dislocation, pain and elevated cocr levels. The cup, head and taper insert were removed and replaced with biomet taper adapter and head and competitor product. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 6 mdrs filed for the same event (reference 1825034-2013-00240 / 00245).

Manufacturer narrative:
This follow-up report is being filed to relay patient's blood test results which was unknown at the time of the initial medwatch.